Manufacturer narrative:
Follow-up ((B)(4) 2012)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2012, respectively with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The retain test strips were tested and they passed testing with no faults found.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultrasmart meter was displaying inaccurately high results compared to a hospital meter. The complaint was classified based on the customer care advocate (cca) documentation as well as additional information obtained by the medical surveillance specialist (mss) during a follow up call with the patient. On (B)(6) 2012 at 7:00am, the patient reported testing on her lfs meter and obtained a result of "181 mg/dl." The patient reported taking her regular dose of insulin as usual on (B)(6) 2012 at 7:10am. The patient reported that she went to the hospital for a scheduled colonoscopy on (B)(6) 2012 at 7:30am, and a healthcare professional (hcp) measured her blood glucose and it was "30 mg/dl." Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% or <=30mg/dl performed within 30 minutes of each other. The patient reported testing her blood glucose 3 times a day and if she feels low symptoms she will test her blood glucose again. The patient reported using 35 units of nph insulin in the morning and in the evening after dinner and novolog insulin 10 units before meals, and adjusts to 25 units if reading is above 150 mg/dl. The patient denied developing any symptoms after the alleged issue began. The patient reported that the hcp gave her 60ml of IV dextrose in response to the low reading. The patient reported sometime later, they measured her blood glucose again, and a reading of "66mg/dl" was obtained. The patient underwent a scheduled colonoscopy and was discharged on the same day. At the time of troubleshooting, the cca confirmed the subject meter was in the correct unit of measurement, and the patient's test strips were in good condition. The cca noted that the patient's testing process was correct, and she was using the approved sample site for obtaining a blood sample. However, a control solution test was not run due to the patient not having control solution available. Replacement products were sent to the patient. This complaint is being reported because, the patient tested on her lfs meter and obtained an inaccurately high result, treated herself with insulin, reportedly obtained a severely low reading while in the hospital, and was treated by an hcp. In addition, the reported results meet lfs criteria for accuracy reporting.